Event description:
During a coronary drug eluting stenting treatment procedure, stent damaged occurred. The lesion being treated was located in the midly tortuous, midly calcified, 90% stenosed left anterior descending (lad) artery. The physician predilated with 2 x 15 mm maveridk balloon and 2.25 x 10 mm cutting balloon. When the physician attempted to implant a taxus libertes 2.75 x 24 mm drug eluting stent it would not advance. Upon re-entry, the stent was found damaged. The procedure was not completed. No patient complications were reported. This product is only ous approved, but it is similar to a marketed us device.